Event description:
Customer called reporting a hospitalization for blood pressure, heart related issues, and high blood glucose levels. Customer was feeling weak, hot, disoriented, and had labored breathing. She was with a doctor friend who took her to the hospital. Her blood glucose level at the time of admission was 303 mg/dl. She was treated with manual injection. Leading up to the event, customer was feeling unwell, under a lot of stress, and on her back up plan since her insulin pump was being replaced. She was not in an accident. Customer was with the doctor when the replacement pump was delivered. The doctor tested the pump and stated he was confident customer's high blood glucose level was due to stress, and not the pump. Customer's current blood glucose level was 587 mg/dl. She was assisted in programming her replacement pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.